Event description:
Procedure: gynecology. Surgeon experienced little bleeding from the tip of the jaws after sealing. Surgeon enforced the seal by applying the jaws again to stop the bleeding. Forcetriad generator was used endtone was heard. There was no injury reported.